Event description:
Balloon burst. Description from cc form: "the physician performed a dilative tracheostomy on the pt. After the balloon was filled, the pressure was turned to (11 bar/atmosphere) and hold for 20 seconds. The balloon burst after 20 seconds. The balloon burst in the middle, so the balloon was split into two parts (circumferentially). The physician had some difficulties to remove the ruptured balloon out of the pt's trachea". A section of the device did not remain inside the pt's body. Yes, the pt did require additional procedures due to this occurrence - the physician had to perform a dilative tracheostomy procedure again. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Removal of device portion is not labeled IFU. Ruptures are labeled in the IFU. Event eval: still under investigation.